Manufacturer narrative:
A ge representative evaluated the system and replaced the system interface pcb. System operates as intended.

Event description:
Customer reported that the system rebooted during a case. No patient injury was reported.